Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the severely c alcified annulus resulted in a low implant of the valve and moderate to severe paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve with mild to moderate pvl following the procedure. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.